Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific¿s technical services. The patient was presented to the electrophysiology (ep) laboratory. During device-based testing, delivery of 65 joules failed to terminate the induced ventricular arrhythmia. The ventricular arrhythmia was successfully terminated following delivery of external defibrillation. The technical service¿s consultant reported that the shock impedance was 109 ohms. The local representative was informed that the measurement was on the high side and may have been placed in adipose tissue. The technical service¿s consultant suggested that a second induction with reverse polarity could be attempted. The local representative reported that a second induction test was performed. Despite delivery of 65 joules and 80 joules, the induced arrhythmia was not terminated. The induced arrhythmia was not terminated despite two external defibrillations. A code was called and delivery of another external shock which terminated the arrhythmia. The patient did not suffer any complications or injury. The patient will be scheduled for a revision procedure in the near future. Boston scientific received information from the local representative that the patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2017. The device was moved to a more cranial and posterior position. A defibrillation threshold test was successfully performed as the induced arrhythmia was successfully terminated following delivery of 65 joules. No further intervention was required. The available information suggests that this device remains in-service. There were no patient adverse effects reported as a result of the revision procedure.